Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and lacerations on face and black eye. The right ventricular (rv) lead exhibited high impedance and increased thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.